Event description:
It was reported that the patient experienced pain at the site of their implantable neurostimulator (ins). It was also noted that the issue was related to the procedure. A revision procedure was performed on ins pocket. It was noted that the patient was hospitalized for the issue. The event was reported as recovered as of (B)(6) 2012. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the date of hospitalization was from (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: 2012-(B)(6), product type: lead. (B)(4).